Event description:
Information received from a journal article indicates that one hundred nineteen patients underwent hip arthroplasty procedures utilizing large diameter femoral heads between (B)(6) 2005 and (B)(6) 2007 as part of a study. The article further indicated that forty-two of the patients were diagnosed with a pseudotumor and that thirteen patients were revised to a polyethylene acetabular component utilizing a small-diameter femoral head. No further information has been provided to date.

Event description:
Biomet orthopedics received preliminary clinical data from (B)(6) in (B)(6), regarding revision procedures that occurred. The information provided does not include the reasons for revision; only that fifty-four (54) revisions were performed involving biomet manufactured product. Attempts have been made to obtain clarification and event details from the reporting user facility; however, no further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. The following sections could not be completed as the information involves multiple revisions/patients and/or is unknown: dates of events, expiry dates, dates implanted, dates explanted, manufacture dates. Biomet has attempted to obtain further information; however, to date, it has been relayed that no further information is available pertaining to specific event details. This is 1 of 2 mdrs related to the same reported events. Also see 3002806535-2012-00103.

Manufacturer narrative:
An additional journal article citing the same prospective cohort study was received on (B)(6), 2012.